Event description:
It was reported that an insulin occlusion occurred on an infusion set and recurred after attempts to resume delivery until all supplies were replaced, after which the occlusion alert cleared; the user was using a teflon infusion set and had a blood glucose of 135 mg/dl, which is consistent with an obstruction of insulin flow potentially related to the connector or coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow associated with the connector or coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.